Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse swapped fl1 amp card with fl2 amp card and adjusted the boards in prefinal. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported population shifted on their fc 500 flow cytometer. Seemed to show up in fl2 what should have been in fl1. There was no report of death, injury, or change to patient treatment as a result of this event.